Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical issue led to the malfunction. The most probable cause of this reported issue is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer's allegation from (B)(6) 2025 was not a reportable event. It was observed that during the device evaluation from 22nov2025, the colonovideoscope exhibited no image/black screen. There was no patient involvement.